Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Dear (B)(6) , general information: complaint: (B)(4) information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: l030003, hours of operation: 20422, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. A space line was selected and the infusion started with a rate of 101ml/h with a volume of 303ml over 3 hours. A few minutes after the infusion started, the pressure alarm occurred four times. The alarm was confirmed and the infusion was continued. The pre alarm "vtbi near end" occurred and the infusion was stopped. At this time, 296,49ml was infused. The line was extracted. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars were intact and undamaged. The seal on the lower housing were missing. The device shows age related signs of wear and tear and was slightly dirty. No visible damage were found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +2,24%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. It could be found a damage ribbon cable from the battery contact strip. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: the device will be returned without repair please kindly inform your customer.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "underinfusion" according to the customer: "the event log confirms the infusion was programmed to deliver 303 ml over 3 hours. There were three downstream occlusion alarms at the start of the infusion but these were resolved by increasing the occlusion alarm level from l1 to l5. The pump then recorded delivery of 296.49 ml over 2 hrs 53 mins when a near end of infusion alarm was triggered. The event log is not consistent with the reported event of approximately half the volume of blood remaining in the bag (which was subsequently transfused via an alternative pump). I've asked the datix handler to confirm the additional volume remaining in the bag which was transfused by the second pump."